Manufacturer narrative:
Lead model # 3889-33, lot # v064504, implanted: (B)(6) 2008, explanted unknown; programmer model # 3037, lot # njd059347n.

Event description:
It was reported that the programmer was not communicating with or without the antenna. Regarding the patient programmer, it was noted that the patient was unable to make adjustment both with or without antenna attached. The patient was unable to confirm if the ins was on or off. There was no stimulation sensation. The patient did not feel "the cycling." There was a loss of therapeutic effect for the past 2 weeks with loss of bladder control. This issue was noted following an unrelated medical procedure. The patient had a heart catheterization 2 weeks ago. The ins was on during the procedure. Per tech services, it was unlikely anything during the procedure could have interfered with the ins. Additional reporting noted that the patient got a patient programmer replacement from repairs, but was still getting communication error. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of programmer model # 3037 lot # njd059347n showed regarding the telemetry issue: device was evaluated, unable to duplicate problem. Antenna jack was resoldered as a preventative measure. Updated software to version 1.4